Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she checked her blood glucose earlier today and it said to bolus 0.9. Customer stated that her blood glucose was at 75 mg/dl. Customer stated that she ate something sweet and when she woke up, her blood glucose was 317 mg/dl. Customer's blood glucose was 417 mg/dl. Customer treated with the pump. Customer's blood glucose is now 508 mg/dl. Customer has symptoms of high blood glucose such as nausea. Customer had no current alarms and the bolus history was found to be correct. Customer's blood glucose was then 414 mg/dl. Customer stated that the cannula was not occluded. Customer had a red circle like always. Customer was advised to do a complete set change. Customer does not have a tubing clamp to perform the high pressure test. Customer also had a no delivery alarm but it was found that the pump was working as designed through troubleshooting. Customer also did troubleshooting for 3 or 4 tiny air bubbles in the tubing.